Event description:
Report received of blood backing up into a pt IV line with no pump alarm. The pt was receiving an unspecified antibiotic when the nurse noted that blood was backing up in the IV line. It was not known how far the blood had backed up. There were no reported alarm alerts. The customer contact reported that the pump was replaced, and therapy was continued without further reported event. There was no reported adverse pt event. The pump was not isolated and a serial number was not recorded. Though requested, there was no further info available.